Manufacturer narrative:
H6. Device codes: added c96715 eval code method: added 4112 eval code-result: added 3211 eval code-conclusion: added 50 the device history record for the valve and the associated frame lot was reviewed. Findings showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. The images for this event were received for review. Per the cine review report the following was noted. The imaging provided for this event confirmed both valves loads were good loads before the start of implant. There was evidence of severe calcium present in the imaging but cannot confirm that both lcc and rcc were fused. There was imaging confirming both bav attempts in a severe calcified annulus causing waist in the ballooning. The imaging provided confirmed the first valve system had dislodged and was snared into a safe position before the second attempt. The recaptures were not imaged and cannot be confirmed. The first valve was severely constrained confirmed on the imaging provided, however the dislodgement was not capture nor can be confirmed as a result of the catheter or calcified annulus. Multiple factors can affect frame expansion or compression, such as patient anatomy (bicuspid) and valve positioning. In this case, the valve was severely constrained due to patient¿s severe calcification as confirmed on the imaging provided. Calcification is a known cause of expansion issues and does not indicate a device failure or malfunction. It was also reported that the valve dislodged. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Per the physician, the valve dislodged due to the valve being constrained and not fully expanded. The imaging provided confirmed the first valve system had dislodged and was snared into a safe position before the second attempt. However, the dislodgement was not capture in the image provided nor can be confirmed as a result of the catheter or calcified annulus. Therefore, a conclusive root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Subsequently, a snare was used to secure the first valve while a second valve was implanted successfully. The evolut instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not reco mmended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." The second valve was implanted successfully with no other adverse patient effects reported. There was no information to suggest a device quality de ficiency related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a heavily calcified native bicuspid valve with a fused right coronary cusp (rcc) and left coronary cusp (lcc), a balloon aortic valvuloplasty (bav) was performed twice using a non-medtronic balloon. At 80% deployed, the valve appeared constrained but was positioned well. The valve was deployed and the delivery catheter system (dcs) was removed to the descending aorta. Upon review of the fluoroscopy, it was noted that the valve had dislodged into the ascending aorta. It was reported that the dcs did not interact with the valve to cause the dislodgement. Subsequently, a snare was used to secure the first valve while a second valve was implanted successfully. Per the physician, the valve dislodged due to the valve being constrained. Per the physician, the cause of the valve being constrained was the bicuspid anatomy. No additional adverse patient effects were reported.